Manufacturer narrative:
The instrument was received and evaluated. Engineering confirmed that the black main tube insulation was damaged at the distal end. The insulation was gouged on one side and had a 0.050 x 0.050 piece missing roughly 0.800 above the instrument's snake wrist. The distal end also exhibited various scratch marks without material removal. No other damage found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Event description:
During central processing, the user facility identified a hole in the insulation of the thoracic grasper instrument. Nothing reportedly fell into a patient. The instrument reportedly was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient.